Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the left ventricular lead was dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was doing well and would continue to be monitored.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon device interrogation, the left ventricular lead exhibited loss of capture at maximum output. No patient symptoms were reported. The lead was programmed off.